Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited loss of output. The device was explanted and replaced. The patient was fine and was discharged.